Manufacturer narrative:
(B)(4). There was no pt involvement. The customer isolated the issue to the battery. The battery was 10 years old. The customer was sent a replacement battery to resolve the issue.

Event description:
The customer reported the battery was not detected during preventative maintenance.